Manufacturer narrative:
(B)(4). Analysis description: final analysis found that the insulation was abraded at 7.1 cm to 7.2 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely contributed to the reported intermittent capture. (B)(4).

Event description:
It was reported that a presyncopal patient presented to the hospital. Upon interrogation, the right ventricular lead exhibited intermittent capture. It was determined that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2016. The patient was stable and would continue to be monitored.